Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, a non-recoverable fault 31221 occurred repeatedly. The customer performed hard power cycle of the system, but the same issue persisted. The procedure was converted to laparoscopic surgery with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and the system initialized without errors. The customer indicated that the conversion did not result in increasing port size incision or adding additional ports. The issue was identified during docking.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal power distributor (upd) and axis controller joint (acj) to resolve the issue. The system was verified and ready to use. The acj was returned for failure analysis, but the reported failure could not reproduce. The acj was installed onto surgeon side console (ssc) test system startup, no problem no error continued where it ran 10x power cycle and it sat idle for one hour. After all, tested from the system, it was unable to replicate the reported error 31221. Isi has received the upd for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal power distributor (upd) associated with this complaint and completed investigations. The unit was returned for failure analysis, but the reported failure could not be replicated. The upd was installed and tested on the test system. The system started up without any error, with good image. The audio was loud and clear. The functionality test, passed. All the gantry motors were moving the full range of motion, test deploy for draping function without an issue. Voltage and current monitoring are within range. The system ran 20x power cycles with this board, all passed. The upd remained on the test system for hours in normal operation with no issue.